Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported patient underwent an initial bilateral hip arthroplasty. Subsequently patient is experiencing left hip pain approximately 4 years post operatively. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product- magnum cup catalog#: us157854 lot#: 086160, stem catalog#: 192510 lot#: 439430, modular head component type 1 taper catalog#: 163661 lot#: 458560. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the x-ray report shows arthroplasty has been anatomically placed with acetabular cup and visualized portions of the femoral stem appearing intact without surrounding lucencies (i.e. No suggestion of loosening or infection). The bone mineralization is adequate and heterotopic bone/enthesophytes noted adjacent to the greater trochanter. It was also stated in the x-ray report although this is a common finding in clinical context; it can contribute to pain due to possible displacement or pressure placed on the gluteus maximus/medius. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01617, 0001825034-2017-01615, 0001825034-2017-01614.